Event description:
It was reported by the patient that their implantable pulse generator (ipg) had "flipped sideways" and the patient was reporting surgery to correct this. Patient also reported that their remote monitor will not read the ipg as a result. Follow-up was attempted with the patient's clinic to confirm the report but this was not successful. No additional changes were indicated and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.